Event description:
The pump was returned to the manufacturer for analysis with no information.

Manufacturer narrative:
Catheter: model # 8711, lot# j10957r08, implanted: (B)(6) 2007, explanted: unknown. Final analysis revealed pump /motor/corrosion and gear train anomaly. Significant residue was noted in gear train. Significant residue on upper shaft and slight residue on lower shaft of gear 3. Also noted significant residue in gear 4 teeth. Gear 5 had significant residue in pinion and slight residue on upper shaft.